Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was 97 mg/dl. Troubleshooting was provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly.